Event description:
It was reported that the patient received 12 inappropriate shocks due to t-wave oversensing (twos). It was determined that the patient's potassium was elevated, and the patient was treated medically. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).